Event description:
It was reported that "drill bits broke, both in the same location. Dr was drilling into the pelvis. Used them to put in one long screw, and then when went to put in a smaller second screw two drill bits broke. The drill tips (both) are still in the pelvis."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplement.